Event description:
The pt was implanted with saline implant on 12/5/96. Subsequently, the pt had develop0ed an infection and capsular contracture in her right breast and the prosthesis was removed on 1/16/97.